Event description:
During implant procedure, the right atrial (ra) set screw was too tight and the ra lead was not able to be removed from the header of the device. The ra lead and the device were not implanted and a new ra lead and device were successfully implanted to resolve this event. The patient was stable with no consequences.